Manufacturer narrative:
(B)(4). Correction: disability or permanent damage box checked. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported possible tissue damage appears to be related to patient/procedural conditions. A definitive cause for the reported patient effect of stroke cannot be determined. The reported patient effects of cerebrovascular accident (stroke) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of cerebrovascular accident (stroke) and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that suspected leaflet damage and stroke that occurred hours post procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During grasping of the leaflets with the 2nd clip ((B)(4)), there was no mr reduction. After opening the clip, the mr seemed to be worse than prior to grasping. The clip was repositioned and implanted successfully, reducing the mr to >1. There did not appear to be any leaflet damage; however, several hours after the procedure, the patient experienced a stroke. The physician is not sure what caused the stroke, but he is assuming that during grasping there might have been tissue torn apart from the leaflets, which may have contributed to the stroke. Surgery was performed and was successful. No additional information was provided.